Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was one false negative result identified as k.pneumoniae. The patient's previous sample had tested positive. After being treated with antibiotics, the subsequent sample tested negative. However, the sample grew when plated. Patient expired soon after the second collection, the results were irrelevant to the patient's treatment. No death related to the malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: catalog 442020. Batch no. 5105819. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Plot review: bottle sequence number 449497244384 does not show characteristics of growth curve. Complaint is unconfirmed based on retention samples and batch record review results. Recovery of isolates will be achieved by adding the recommended volume 1¿3 ml of blood. Use of lower or higher volumes may adversely affect recovery and/or detection. Blood may contain antimicrobials or other inhibitors which may slow or prevent the growth of microorganisms. False negative readings may result when certain organisms are present which do not produce enough co2 to be detected by the system or significant growth has occurred before placing the vial into the system. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was one false negative result identified as k.pneumoniae. The patient's previous sample had tested positive. After being treated with antibiotics, the subsequent sample tested negative. However, the sample grew when plated. Patient expired soon after the second collection, the results were irrelevant to the patient's treatment. No death related to the malfunction.